Manufacturer narrative:
Film evaluation summary: the exact cause of the endoleak could not be determined from these two still angio images. Pre-implant CT¿s were not available for a complete assessment of the patient¿s anatomy. It is possible that this was a distal type I endoleak caused by placement of the distal portion of the valiant in an acutely angulated section of the thoracic. Also, cannot rule out that this was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter thoracic aortic aneurysm. It was reported that another manufacturer¿s stent graft was implanted in the proximal site, the valiant stent graft was additionally implanted into the distal site. The valiant was implanted slightly higher then intended, not extending down to the celiac artery, in a tortuous area of the thoracic aorta, resulting in a distal type I endoleak. The physician elected to implant two 36 aortic cuff stent graft from another manufacturer, however the distal type I endoleak did not resolve. Per the physician, there may be a type IV endoleak therefore, the physician decided to follow up the patient¿s clinical course. Per the physician, the cause of the distal type I endoleak was related to the patient anatomy of a tortuous thoracic aorta. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.